Event description:
A malfunction alarm was reported, identified as malf 0, with no notable events occurring prior. There was no reported impact to customer's blood glucose. Technical support provided the customer with pump reset information, assisted in successfully resetting the pump, and resolved the issue, allowing continued use of the pump.